Event description:
It was reported that balloon rupture occurred. A 7.0 x40, 135cm charger balloon catheter was selected for use. However, during procedure the balloon burst. The procedure was completed with a longer length device. No patient complications nor injuries were reported and the patient's status was fine.